Event description:
It was reported that a minimum fill notification occurred, but there was no adverse impact to the customer¿s blood glucose level. The customer was in the process of loading a new cartridge and had already used an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump before calling technical support. Despite instructions to reload the same cartridge, the customer chose not to and instead decided to load a brand new cartridge independently, with the option to call back for further assistance, leading technical support to close the case.